Event description:
Changed treatment plan more bone grafting needed. Bone did not take to implant. Handpiece adapter. Implant removal from vial. Site was not tapped. Bone-level profile drill used: yes; tissue-level profile drill used? Yes; primary stability was achieved. Osseointegration was achieved. The implant was not immediately loaded. The prosthesis was not fitted. Type of prosthesis: crown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).